Event description:
This ra lead was implanted on (B)(6) 2014 and was capped on (B)(6) 2014 due to pacing not delivered when required. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).